Manufacturer narrative:
(B)(4). The device has been received by the manufacturer at the time of this report. However, the investigation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint alleges that "(B)(6) hospital, (B)(6) 2018, doctor in anesthesia department found the cuff leakage during functional test prior to use on patient". There was no report of patient harm or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no obvious defects observed; however, a stain was found inside the pilot balloon during inspection. Functional testing was performed by inflating the tracheal clear and the bronchial blue cuff to 25m bar. The blue cuff remained at 25 mbar; however, the clear cuff was unable to maintain pressure. A water leak test was then conducted on the complaint device. No air bubbles were observed flowing out for the blue cuff whereas air bubbles were observed flowing out from clear cuff. The area of leakage was then observed under magnification and a hole was observed on the clear cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. *a conclusion code could not be found as the complaint was confirmed; however a root cause was not established.

Event description:
Customer complaint alleges that "(B)(6) hospital, (B)(6) 2018, doctor in anesthesia department found the cuff leakage during functional test prior to use on patient". There was no report of patient harm or consequence.